Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had the pump settings on medium volume and were changed to vibrate; cause was unknown. The customer's blood glucose level was 293 mg/dl. Customer adjusted the volume to resolve the issue.